Event description:
This case was reported by a consumer and described the occurrence of choking in a male pt who received poligrip (super poligrip extra care with poliseal) for dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip (dental). At an unk time after starting poligrip, the pt applied too much of the product (intentional misuse), choked on the adhesive and experienced difficulty breathing. The pt also reported that the adhesive was hard to remove from the dentures and gums did not seal out of food particles (pharmaceutical product complaint). This case was assessed as medically serious by gsk. Treatment with poligrip was continued. At the time of reporting, the events were resolved. MFR's comment: the MFR's report number for this case is 9681138-2008-00005. Poligrip with poliseal is manufactured in other country and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.